Event description:
It was reported that the patient had low voltage and external power loss. The patient communicated that they were unable to hear the hazard alarm. These alarms were not seen in the analyzed log files. The log file did indicate that the patient was sleeping on batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller no external power and low voltage alarms and the patient not hearing alarms was not confirmed. The controller was not returned for analysis and there were no atypical alarms observed in the submitted log file. The submitted system controller event log file contained approximately 5 days of data (26jan2023 ¿ 31jan2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The submitted system controller periodic log file contained approximately 11 days of data (20jan2023 ¿ 31jan2023 per the timestamp). Throughout the log file, the system controller backup battery usage count did not increase, indicating that a loss of external power had not occurred during the span of the log file. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the lsl without issue throughout the log file. Multiple attempts were made to obtain additional information, including if any equipment was exchanged, if the alarms reoccurred, and if any troubleshooting was performed; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18jul2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.